Manufacturer narrative:
Additional information: h6, h10:additional information: one smiths medical cadd solis vip pump was returned for analysis with no physical damage was found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer?s concern regarding pump alarming when latch is closed was not able to be duplicated. The pump's downstream occlusion (dso) and upstream occlusion (uso) sensors passed their respective test. The latch lock optic flex will be changed as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information: a1, b5, and h6 (patient code).

Event description:
Additional information was received indicating that the malfunction happened while testing.

Event description:
Information received indicating that a smiths medical cadd sols vip pump alarmed every time latch was closed with or without cassette. No adverse effects reported.